Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an occlusion alarm. This condition had the potential to interrupt delivery. This condition was found in the testing department. This event occurred upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. No repairs have been made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. Additional information: the device history record review shows pump failed due to 'no ac cord light'. Fuse was changed & pump passed subsequent testing. The device has not been previously sent into service for the reported condition of "occlusion - false."

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.